Manufacturer narrative:
H10: the device was received for evaluation. During evaluation, the reported problem of 'had an issue: keypad malfunction' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was determined to be the keypad overlay's top right soft key was not functioning properly. The keypad overlay requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a keypad malfunction. This occurred during programming/setup in the pediatric area. There was no patient involvement. No additional information is available.